Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult catheter removal is inconclusive due to unknown clinical conditions. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed blood residue throughout the interior of the catheter and extension tubing. What appears to be a fibrin sheath was observed around the exterior of the catheter between the 28 cm and 33 cm depth markers. Adhesive residue was also observed on the exterior of the catheter beginning near the 16 cm depth marker and all the way up to the proximal end of the luer connector. Some small kinks were observed in the catheter between the 14 cm and 15 cm depth markers. Some tensile weakness was observed between the 10 cm and 11 cm depth markers, and the catheter was noticeably stiffer between the 28 cm and 32 cm depth markers, where the fibrin sheath was located. While the presence of a fibrin sheath could be a contributing factor of a difficult catheter removal, there may be other unknown clinical conditions that could have caused the alleged difficulties. Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was placed approximately a year and half ago. On (B)(6) 2017, the healthcare professional (hcp) was unable to remove the catheter. Hcp administered lixiana (anticoagulant drug) and was able to pull and remove the catheter by approximately 5 cm. The same process was performed on (B)(6) 2017, and (B)(6) 2017; lixiana administered and catheter pulled and removed 5 cm. On (B)(6) 2017, the patient was given lixiana; catheter was then removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device was placed approximately a year and half ago. On (B)(6) 2017, the healthcare professional (hcp) was unable to remove the catheter. Hcp administered lixiana (anticoagulant drug) and was able to pull and remove the catheter by approximately 5 cm. The same process was performed on (B)(6) 2017, and (B)(6) 2017; lixiana administered and catheter pulled and removed 5 cm. On (B)(6) 2017, the patient was given lixiana; catheter was then removed. No patient injury was reported.